Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.5/1.5/93 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.